Manufacturer narrative:
No patient was present at the time of alleged malfunction. The initial report was received on (B)(6) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2012, new information was available during the part disposition and the decision was changed to a reportable malfunction. The device was returned for evaluation and found to be out of specification. Tracking was found to be normal throughout the volume during a functional test. However, the psu failed the aak test at .68mm along with high line separation of 1.85mm. The device was sent to the vendor for warranty repair.

Event description:
A stealth coordinator called in and reported that they were getting intermittent red status on the camera. This was before surgery and no patient was present. They elected to use an alternate stealth system for the planned case instead.